Event description:
The gore field sales associate (fsa) reported the following: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. Reportedly, in 2021 (exact date is unknown, (B)(6) 2021, will be used as date of event) the physician intervened and coiled accessory arteries from a type ii endoleak. There was aneurysm sac enlargement (amount of growth is unknown). The fsa was not present for this procedure and was not made aware until november 27, 2023, reintervention. It was reported that the patient presented on (B)(6) 2023, with a type 1a endoleak on a previously implanted gore® excluder® conformable aaa endoprostheses. Due to the position of the device in relation to the renal arteries, the physician attempted to address the type 1a endoleak using aptus endoanchors. The endoanchors seemed to resolve the type 1a endoleak and the physician stated that no further intervention was necessary. Case was completed without incident and patient tolerated the procedure.

Manufacturer narrative:
-Patient medications: norvasc, atorvastatin according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU) , potential device or procedure related adverse events section includes but is not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.